Event description:
The customer reported a speaker failure. No patient harm was reported.

Manufacturer narrative:
(B)(4). Should there be no sound emitted from the monitor's speaker, it is possible that patient harm may occur if the caregiver is not alerted via audible alarm of the patient's condition. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.